Event description:
The account alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the stretcher was missing the lower pivot bolt from the side rail latch. The technician replaced the side rail lower pivot bolt to resolve the issue.